Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high threshold. The patient presented for a lead revision procedure. During repositioning, the helix was successfully retracted, but the physician was unable to extrude the helix again. The lead was removed from the body, and the helix would not extrude regardless of the number of turns with an a-frame wrench. The lead was replaced on (B)(6) 2020. The patient was stable.